Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with deep vein thrombosis and pulmonary embolism. Seven months and nine days post the filter deployment, one particular central strut had extended into the proximal left renal vein and at least two struts had extended beyond the inferior vena cava wall located anteriorly. The device has not been removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the reported lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months and nine days post filter placement, a computed tomography of abdomen was performed for inferior vena cava filter evaluation showed that filter apex does not appear to touch the inferior vena cava wall. The filter covers the renal veins, and one particular central strut extends into the proximal left renal vein. At least 2 struts that extend beyond the inferior vena cava wall located anteriorly but does not extend into the adjacent small bowel. Therefore, the investigation is confirmed for the reported perforation of vena cava wall. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.